Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: mechanical (g04) - provisional bottom. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use worn. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the provisional was chipped during the sterilization process. There was no patient involvement.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.